Manufacturer narrative:
Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove three leads: two right ventricular (rv) leads and one right atrial (ra) lead due to bacteremia. Spectranetics lead locking devices (lld's) were inserted into each lead to act as traction platforms to aid in lead extraction. Per report, the physician successfully removed the ra and one of the rv leads. After removing the third rv lead using a spectranetics 14f glidelight laser sheath, the physician noted a pericardial effusion on transesophageal echocardiography (tee). The patient's hemodynamics then changed and rescue efforts began immediately, including rescue balloon and sternotomy. An injury to the superior vena cava (svc) was discovered. Repair to this area was successful and the patient survived the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure.